Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to a high blood glucose level. His blood glucose level was not reported. The customer was hospitalized for three days. He had a diabetic ketoacidosis. The customer was in an isolation room due to an infection from a previous hospitalization. The product was not returned. Nothing further to report.